Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The pt had teeth extracted and did not inform his physician that he needed prophylactic antibiotics. He developed an infection over the generator site-a red, swollen, draining would. There was also a small area of infection over the back incision. The pt was hospitalized and the system was removed. The event was ongoing at the time of this report. Additional info was pending.